Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to infection. Reportedly, the patients' wound was opened and cleaned after a hematoma formed. The wound swelled and developed a fever, revealing a wound infection. The patient was administered with various medicinal drugs. The s-ICD was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.